Event description:
Reference number (B)(4). Event occurred in the united states, it was reported that on (B)(6) 2024 one infusion set tubing were kinked. The blood glucose level was high and the value is 600 mg/dl and patient is addressing issue due to correction injection via pump. No further information available.